Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissor (mcs) was received in decontamination, looked like there was frayed wired in the jaw. There was no noted damage during the procedure. The procedure was not reported, and the surgical team noted no issues. The customer did not know if the wires of the mcs sutures were or if the device was broken. There were three lives left on the mcs, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting a frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to the customer-reported complaint: the instrument was found to have a grip cable dislodged at the proximal end. This issue can be resolved by using an alternate instrument to complete the procedure. The complaint regarding a frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to the reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a dislodged cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a portion of the device that enters the patient (distal end) was broken. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.